Manufacturer narrative:
The information on this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available.

Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly". On (B)(6), 2010, the pt underwent a total left hip arthroplasty at earl k long medical center." It was further alleged that, "on (B)(6), 2001, the pt returned to earl k. Long medical center due to an abscess that formed at the incision site for the left total hip arthroplasty performed on (B)(6), 2010" it was further alleged that, "the pt was found to have contracted mycobacterium fortuitum, which resulted in revision surgery on (B)(6), 2010."